Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, lot/serial#: (B)(4), product type: programmer. Event date year (2018) valid only. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative regarding a patient implanted with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient was unable to communicate with the ins using the recharger. It was noted that the patient had not recharged the ins in 2-3 months. The patient was redirected to an hcp. It was further reported that there was an alleged over-discharge. Communication could not be established with the patient programmer, recharger, or physician programmer. The last recharge had been 4 months prior. Recharging was not maintained due to the battery not holding a charge and the ins would not charge. It was reported that a manufacturing representative jumped the battery at that time, but the patient did not have a patient programmer to check it. A physician reset mode (prm) was reviewed and one prm was performed plus 1 hour of charging to get the ins to 25%. The discharge code was 0x8. No symptoms were reported. No further complications were reported or anticipated.